Event description:
It was reported that the patient¿s incision site was sore. The patient stated that ¿it felt like electricity real bad in it, it was like touching a live wire.¿ the patient stated that ¿this did not happen until they told him he could take a shower and he started taking showers right away after implant but had it covered up all the time.¿ the patient then clarified he started taking showers about two weeks after the surgery when the doctor said it was ok. The patient noted that when he touched the implant site with his finger ¿it shocked him real bad, like it burned like a live wire.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).